Event description:
It has been reported to philips that an intubated patient fell during the transfer from the philips table to their bed at the end of the procedure. The patient suffered bruises from the fall. No further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, during patient transfer after a coiling procedure, the patient slid off the mattress. The patient slipping off the mattress can be attributed to the issues being resolved in philips correction 2023-igt-bst-015, where a field safety notice (fsn) has been distributed to philips affected customers containing additional instructions on the use and positioning of the mattress. The codes have been updated based on the investigation's outcome.